Event description:
It was reported that the device showed a loss of sensing on the ventricular channel. The device was explanted due to sensing issues after it delivered a shock due to af. None of the sensing circuits were able to reproduce intrinsic or paced complexes. X-ray showed lead in place and tested normal with new device. Hence, ICD was explanted.

Event description:
It was reported that a snap shunt disconnection was retrospectively confirmed by reviewing an operative report. The pt had come in 8 months ago for a shunt malfunction. It was apparent that the shunt had broken off at the attachment of the ventricular catheter to the reservoir dome, and the catheter was lodged in the brain. The catheter was removed.

Manufacturer narrative:
The reported sensing anomaly was confirmed in the labora- tory. The anomaly was caused by a discrepant hybrid circuit component.